Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported with multiple insulin pump errors. The customer¿s blood glucose was 246 mg/dl at the time of the incident. The customer reported that, the display did not return. Troubleshooting determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned back for analysis.

Manufacturer narrative:
Insulin pump was received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display.